Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the pump had been potentially flipping; therefore, a pump pocket revision was scheduled for the date of the report. It was noted the health care provider (hcp) would likely leave the pump in the same pocket and would re-anchor it. The caller reported there was no return of symptoms for the patient. The drug concentration was also going to be changed, thus it was questioned how to bridge bolus the patient. The pump was being used to deliver morphine. Additional information received reported that x-ray confirmed that the pump had flipped. It was noted that after the pump revision surgery, the patient reported therapy was effective. No product was explanted.